Manufacturer narrative:
H3 and h6. Codes: updated. One device sample, no forceps was received for investigation. Under visual inspection it was confirmed that there is a label on the shelf carton with item number 101/561/080 with lot 4382035. The inner packaging contains a different product with item number 101/543/080 and lot number 4382017. The complaint issue has been escalated and corrective actions are in process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the outer packaging box of the product they received had a different lot and list number from the inner packaging. There was no patient involvement, and no patient harm/adverse event reported

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.